Event description:
Complainant alleged that during biomed testing the device powers up with a distorted display. Complainant indicated that there was no patient involvement in the reported malfunction.